Event description:
While caring for a cardiac arrest pt the nrx was charging slowly and progressively got slower, the pt was defibrillated 8 times. The 9th charge failed to charge and went into an operational error mode. The mrx did pass the morning operational check. Mrx serial (B)(4). Phillips service request was completed case (B)(4).